Event description:
Prior to beginning the laparoscopy, a small fire was noted on the ether drape. This was rapidly removed from the patient and the patient was redraped. There was no injury to the patient.